Manufacturer narrative:
Model number/catalog number: sc-8216-50,serial number: (B)(4), batch/lot number: 14957106,model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.